Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was also observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst noted: the lead was returned with the outer insulation breached extrinsic/cuts and blood ingression. The amount of blood ingression in the lumen leads us to conclude that the cut occurred at the implant. The breach insulation did contribute to the complaint, undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was discovered to have complete undersensing and loss of capture. Fluoroscopy indicated the lead had dislodged and was hanging straight down in the inferior vena cava. It was further reported that the patient experienced phrenic stimulation. The physician attempted to reposition the lead but was unable to advance the stylet through the lead. The lead was subsequently extracted and replaced. No further patient complications have been reported as a result of this event.